Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 33 events were reported for this quarter. Product return status: 23 devices were received. 8 devices were not available for evaluation. 2 device investigation types have not yet been determined. 33 devices were not labeled for single-use. 33 devices were not reprocessed or reused.

Event description:
This report summarizes 33 malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Event description:
This report summarizes 33 malfunction events in which the device reportedly overheated. 27 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 33 previously reported events are included in this follow-up record. Product return status: 23 devices were received. 10 devices were not available for evaluation.